Manufacturer narrative:
The insulin pump was received with intermittent button response due to corroded keypad traces. There was no button error alarm and the device had a cracked case display window corner. Medtronic diabetes implemented revised reportability criteria effective on (B)(6) 2014. Subsequently, medtronic diabetes conducted a one year retrospective review of complaints. This event was retrospectively identified to be reportable based on the revised reportability criteria.

Event description:
Customer reported via phone call button error alarm. Customer's blood glucose level was 432 mg/dl. Troubleshooting for button error alarm was performed. Customer advised the button error alarm occurred right after the insulin pump was exposed to moisture. Customer advised the insulin pump was exposed to moisture via sweat. Customer was advised to discontinue use of the device and revert to a backup plan. Customer was advised that the device would be replaced and agreed to return the product for analysis.